Event description:
As reported to medtronic ers, crew responded to a cardiac arrest call; the patient was attached to the device with defibrillation electrodes. The crew could see the ECG waveform on the screen, the analyze key was pressed; the device indicated connect cable and use of the device was inhibited. The reporter stated the patient was asystolic when attached to the device; ECG leads were attached to the patient to verify the asystole condition. The patient was not resuscitated. The reporter stated the patient's outcome was not a result of device operation as the patient was doa when the crew arrived on scene.

Manufacturer narrative:
Medtronic evaluated the device and observed the reported connect cable indication due to the therapy cable. The therapy cable was replaced, a full functional and operational inspection was completed and the device was returned to the customer. Further evaluation of the therapy cable found pins 1,9,10 measured infinity and an x-ray found the pins were broken inside the connector.